Event description:
It was reported that the device is presenting with bad air sensor. No patient injury was reported.

Manufacturer narrative:
Other, other text: the customer's reported problem was verified. Inspected the pump and performed functional tests, it failed air detector test. Also, "air in line" occurred in an event history log. Further investigation of the pump and determined that the air detector sensor was defective and the root cause of the issue. The air detector sensor will be replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review operator of device is unknown. Initial reporter also sent report to FDA is unknown.